Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's father was advised to reset the device and the outcome was successful. At the time of contact, patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).